Manufacturer narrative:
Age at time of event: 18 years or older. The device was returned for analysis. Visual inspection revealed the imaging window was partially detached near the lapjoint section. Impedance testing showed a good unit wave form. The transducer level impedance test showed a good rh peak of 43 ohms. Image testing could not be performed due to the returned device condition. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
Reportable based on device analysis completed on 09sep2022. It was reported that could visualization issues were encountered. The 95% stenosed, 24 x 2.75mm target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but was unable to show the image. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient condition was stable. However, device analysis revealed the imaging window was partially detached near the lapjoint section.